Event description:
This valve was reportedly explanted after almost two months implant duration due to endocarditis and was replaced with another valve. The valve is not being returned for evaluation. No further information available.